Event description:
During a transfemoral tavr procedure the sapien valve was deployed canted and too aortic position on the left side causing moderate paravalvular leak. A second valve was deployed more ventricular reducing the aortic insufficiency. Per report, perioperative tte confirmed a short axis annulus measurement of 20mm; a 23mm sapien valve was chosen for the case. The valve was positioned 50:50 in the annulus, but the coaxial alignment of the valve in the annulus was not perfect. An attempt was made to adjust the guidewire position and change the flexion of the delivery system to get better alignment and the valve was deployed. Post deployment tee showed the valve was slightly high on the left side (70:30 aortic) with moderate paravalvular leak. A second inflation of the delivery system did not help improve the aortic insufficiency. A second 23mm sapien valve was positioned more ventricular than the first valve. After deployment of the 2nd valve, the paravalvular leak was reduced to mild-moderate (1+); angiography showed some leak as well. The patient was stable (bp 140/80mmhg). The delivery system and sheath were removed and the access site was closed. The native valve/leaflet calcification was moderate; the aortic root calcification was mild; mitral valve calcification was severe; coaxial alignment of the delivery system was not perfect; the image intensifier angle was appropriate; there was no loss of pacing capture and ventilation was held during deployment. This patient¿s ejection fraction was 55%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [less than optimal coaxial alignment of the delivery system and the valve] appears to have caused or contributed to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.